Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during angioplasty of a lesion within the posterior tibial artery via an ipsilateral approach, an advance 14 lp low profile balloon catheter¿s balloon ruptured. The anatomy was reportedly heavily calcified. Another manufacturer¿s short sheath was used during the procedure. An unspecified inflation device was used to inflate the balloon one time for a few seconds; however, the balloon ruptured longitudinally at fifteen atmospheres, and blood was noted within the inflation device upon drawback. The balloon was not inflated within a stent. The balloon was removed by itself, and another device of the same type was used to complete the procedure. There was no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 (UDI). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawings, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon was covered in biological matter, and the inflation lumen was occluded. The catheter was placed in an ultrasonic bath in an attempt to clear the occluded lumen; however, this was unsuccessful. The balloon would not inflate due to the presence of biological matter. A document-based investigation evaluation was performed. A review of the device history record found that one device from a sub-assembly lot did not pass quality control inspections; however, the affected product was scrapped prior to release from cook. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one device from a sub-assembly lot did not pass quality control inspections, the product was scrapped prior to release from cook, there are 100% inspections in place, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that devices manufactured out-of-specification exist in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s heavily calcified anatomy contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during angioplasty of a lesion within the posterior tibial artery via an ipsilateral approach, an advance 14 lp low profile balloon catheter¿s balloon ruptured. The anatomy was reportedly heavily calcified. Another manufacturer¿s short sheath was used during the procedure. An unspecified inflation device was used to inflate the balloon one time for a few seconds; however, the balloon ruptured longitudinally at fifteen atmospheres, and blood was noted within the inflation device upon drawback. The balloon was not inflated within a stent. The balloon was removed by itself, and another device of the same type was used to complete the procedure. There was no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.